Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted for the endovascular treatment of thoracic aortic dissection treatment on an unknown date. It was reported that during a CT scan a type iiib endoleak was noted in the descending aorta. The patient underwent a stent graft realignment where a non mdt stent graft was implanted. Per physician, the cause of the type iiib endoleak was due to potential known device failure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: corelab's review of imaging dated (B)(6) 2022 have identified a type iiib endoleak and stent ring enlargement of +1.3mm on the stent graft with sn (B)(6). No fracture or stent ring displacement was identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received: it was confirmed that 2 valiant navion stent grafts were implanted. It is believed the iiib endoleak is in the vnmf4337c185te stent graft. Section d information references the main component of the system. Other relevant devices are: vnmf4337c185te, s/n: (B)(6); use by date: 2021-02-06; upn # 00763000113155. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: a clinical synopsis of the index procedure was received. It was reported the patient for treated for a type b aortic dissection. A lumbar drain was inserted the night prior to the tevar procedure. The vnmc3428c207te landed just proximal to the celiac artery and the vnmf4337c185te landed just distal to the left subclavian artery. It was reported that the vnmc3428c207te was deployed distally first, with the vnmf4337c185te deployed proximally next. 5 endoanchors were deployed proximally. 2 non-medtronic closure devices were used. The patient was admitted to ICU post op for vasopressor support. The lumbar drain was removed. Patient presented normal sensation and movement post op and was discharged with bridging anticoagulants recommenced with ongoing anticoagulation service input. Routine vascular follow up was recommended. * correction received: the devices' model and serial numbers provided initially in the report were incorrect. The correct devices are vnmc4034200 (sn # (B)(6)) implanted first, distally and vnmc4343175 (sn # (B)(6)) implanted second, proximally. Second. Proximally.continuation of d11: section d information references the main component of the system. Other relevant device(s) are: vnmc4034c200te s/n:(B)(6); use by date:2021-02-04; upn #(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported the patient presented 7 days post the reintervention procedure for the type iii endoleak with a diagnosis of septicemia with symptoms of fever, malaise, anorexia, and increased bowel movements due to septicemia. The patient was readmitted for treatment of an infected tevar, along with several comorbidities and complications. The patient was treated for bowel complications, polypectomies, acute pulmonary oedema, acute kidney injury (aki), peripheral oedema, delirium, hematomas, and extravasation of intravenous contrast medium. Despite receiving medication, the infection remained unresolved at the end of the study participation. The site assessed that the septicemia had a possible relationship with the reintervention procedure and possible device related but uncertain which device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.